Manufacturer narrative:
Model number/catalog number: sc-2138-50, serial number : (B)(4), model/catalog description: phase iii linear lead - 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient had no stimulation due to lead migration. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.